Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead would not fully extend on the first attempt, then would not extend after several attempts, both in the patient and on the table. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).